Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said that she did have two accidents during the night about a month ago and reports was still damp. Patient increased the setting and hasn't experienced any additional accidents however said was still damp, so has to use pad. The patient said she is experiencing 50% improvement in her symptom control. Patient said hasn't experienced any more accidents since she increased the setting. Patient did ask about how coffee could affect her symptoms as well as what is considered within average number of times to void during the day. The patient reported the change of therapy/symptom was sudden. The patient did not intend to follow up with any hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they had not made any changes to led to the sudden accident at night. The patient was assisted in changing the setting to program 2 to resolve the reported issue.